Manufacturer narrative:
Device evaluated by manufacturer, additional information: device evaluation is not required as the adverse event is not associated with the device's ability to provide stimulation and evaluation would not provide additional relevant information.

Event description:
A patient reportedly had an infection following a full replacement surgery due to high impedance as reported in MFR. Report #1644487-2017-03758. The patient's infection was described as a coagulated negative staph seroma with asymptomatic fluid swelling over the vns generator and electrode sites. The generator and lead were both removed due to the infection. A review of the manufacturing records for both the generator and the lead confirmed that both devices were sterilized per manufacturing specifications prior to release for distribution.